Manufacturer narrative:
The device is returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a , 21mm epic max valve was chosen for a procedure. The hative annulus diameter was 21 mm. After the valve was implanted, during a water test, it was found that there was a slit-like hole in the valve leaflet. The valve was replaced with a new 21mm epic max valve intra-procedurally, while the patient was still on bypass. The patient was reported recovering.

Manufacturer narrative:
An event of a slit-like hole after implant was reported. The investigation into the returned valve confirmed the valve had a tear in one leaflet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing and hemodynamic performance, and the product met all specifications. Based on the available information, the cause of the reported leaflet tear could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a